Event description:
I'm currently a dexcom g7 user and have had more than 6 sensors fail or not insert (the metal wire did not insert). I have also had issues regarding inaccurate readings from the dexcom g7 sensor. The sensor said that I was low and dropping fast (which caused my pump to stop delivering insulin), but when I checked my blood sugar via my glucose meter, my sugar was over 200. These inaccuracies and failures are extremely frustrating, and due to the high demand for replacements, getting some sent to me and/or trying to refill my prescription early is concerning, frustrating, and dangerous. Reference report: mw5173290, mw5173291, mw5173292, mw5173293, mw5173294. Pt code: 4582. Device code: 1535.